Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was unable to provide the egv but it was high sometime after the sensor was put on the abdomen. No fingerstick was taken by the patient. She was feeling dizzy and exhausted. She also said she had passed out and her grandson called the emergency medical team (emt) at about 11:00 am. Patient was unable to tell how long she was unconscious but was already awake when the emt had arrived. The emt then took a fingerstick which showed a bg of 37 mg/dl while the egv was 232 mg/dl. No calibration was done. They gave the patient IV dextrose/fluids. The patient's temperature went down to 93 degrees f and they put her in a heat blanket. Patient had to go to the emergency room (ER). The patient was unable to provide details on what time she arrived at the hospital, what treatment was given and how long she stayed there. At the time of the call, the patient said she is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was unable to provide the egv but it was high sometime after the sensor was put on the abdomen. No fingerstick was taken by the patient. She was feeling dizzy and exhausted. She also said she had passed out and her grandson called the emergency medical team (emt) at about 11:00 am. Patient was unable to tell how long she was unconscious but was already awake when the emt had arrived. The emt then took a fingerstick which showed a bg of 37 mg/dl while the egv was 232 mg/dl. No calibration was done. They gave the patient IV dextrose/fluids. The patient's temperature went down to 93 degrees f and they put her in a heat blanket. Patient had to go to the emergency room (ER). The patient was unable to provide details on what time she arrived at the hospital, what treatment was given and how long she stayed there. At the time of the call, the patient said she is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.